Manufacturer narrative:
Film evaluation summary: the reported proximal type I endoleak was confirmed. The exact cause could not be determined but appears most likely to have been anatomy related. Pre-implant films noted that the neck was narrow and short; 18 mm diameter x 10 mm length. Returned images from 29 months post-implant revealed that there had been disease progression. The calcified neck had increased to 20 mm in diameter and there was <(><<)> 5 mm of remaining proximal neck length with a resulting proximal type ia endoleak. No appreciable migration of the bifurcate or aaa expansion during this interval was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. It was reported that a year and five months later a follow up CT showed a type ia endoleak with aneurysm expansion to a 60 mm diameter. No additional clinical sequelae were reported and the patient is being monitored.